Event description:
During an in clinic follow-up, loss of capture was observed on the right atrial (ra) lead. Provocative testing was performed and no loss of capture was induced. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.